Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10, h11. Corrected sections: d10--device available for eval corrected from "yes" to "no". The lot # 3000298147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't work properly. The umbrella got stuck in the loading device at the end (charger). The spring could not be removed from the tube. The last step "remove the insertion device. Cover in doing so, the aortotomy continues down until the tension spring fully open and the seal correct positioned." Was not possible. A second device was used. This worked. There was a procedural delay. There was no harm to the patient.